Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage shocks. The patient experienced an episode of ventricular tachycardia and received five unsuccessful shocks. The vt self-terminated as the device was charging for an additional shock. The patient was stable.